Event description:
It was reported that a shaft break occurred. During a percutaneous transluminal coronary angioplasty (ptca), the physician was advancing a 8mm x 3.50mm nc quantum apex¿ balloon catheter into the stenosed lesion when he felt a small click on the shaft. The shaft was broken within the guide catheter. He withdrew the balloon and both parts of the shaft. No part of the device was left in the patient's body. The physician completed the procedure with another of the same device. There were no patient complications and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Ae or product problem - corrected from product problem to reported issue is both an adverse event and product problem. Event date - corrected from (B)(6) 2014. Last name - corrected from (B)(6). Device - corrected from break and shaft to deflation issue and balloon. Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the wire lumen and contrast in the inflation lumen. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities in the distal balloon bond, proximal balloon bond and outer and inner shaft. Balloon: the balloon was loosely folded. The device was soaked in a warm bath of water for 6 days, to loosen the dried contrast. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 5 seconds, which is within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
The event has been corrected. It was reported that a balloon deflation issue occurred. The physician post dilatated a non-bsc stent with a nc quantum apex¿ 8mm x 3.50mm balloon at 16 atm. After the dilatation, it was not possible to deflate the balloon. The physician tried to increase and decrease the atm several times, but was unable to deflate the balloon. The physician withdrew the balloon using force without any damage to the placed stent or patient complications. The physician completed the procedure with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities in the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a shaft break occurred. During a percutaneous transluminal coronary angioplasty (ptca), the physician was advancing a 8mm x 3.50mm nc quantum apex¿ balloon catheter into the stenosed lesion when he felt a small click on the shaft. The shaft was broken within the guide catheter. He withdrew the balloon and both parts of the shaft. No part of the device was left in the patient's body. The physician completed the procedure with another of the same device. There were no patient complications and the patient's condition was stable.